Event description:
Reporter's surgeon recommended this stimulator device due to her hip bone not healing as quickly as wanted. She used this device for 3 days, 3 hours per day. Reporter states being in a worse condition than when she started using the device. She had more pain, had to start going to physical therapy, and started using a cane. Reporter states her pain being unbearable and the surgeon telling her to discontinue using the device. She also states that the device burst a cyst on her back and left her heavily bruised. Reporter states finding online that the manufacturer has several class action lawsuits against them.